Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an error message to recover storage space was displayed, consistently related to the refrigerator; hardware recovery was performed, but it failed multiple times throughout the day the customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager door latch was failing. A field service engineer (fse) cleaned the latch and applied conductive grease to resolve the issue. Then the door was tested in user application several times and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.